Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. It was reported that the customer had ketones. The mother of the customer also reported that the insulin pump got stuck in a rewind loop. Troubleshooting was done. The mother of the customer was able to complete the rewind on the insulin pump and prime. The customer was advised to call back should the issue persist. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).